Event description:
On (B)(6) 2015 patient with abnormal uterine bleeding and undesired fertility underwent laparoscopic bilateral tubal ligation with filshie clips, iud removal, hysteroscopy, d and c, novasure endometrial ablation. During the ablation procedure, novasure suresound device was used to measure the uterine cavity which measured at 5 cm. The device was then assembled and passed into the uterine cavity with cavity width noted of 2.6 cm. Endometrial cavity assessment was performed and passed and novasure ablation proceeded for 1 minute and 25 seconds with a power of 76. Once that was complete, the novasure device was removed. The tenaculum was removed off of the anterior lip of the cervix and the puncture sites were hemostatic. Patient tolerated the procedure well. Two days post surgery, patient developed abdominal pain, was readmitted to the hospital and on (B)(6) 2015, underwent exploratory laparotomy, partial cecectomy, small bowel resection and abdominal hysterectomy. Findings indicated, there were two apparent burn injuries on the uterus with perforations. There was an apparent burn injury on the cecum, 3 apparent burn injuries in the small bowel one of which had resulted in perforation. Post operative course was uneventful and patient was discharged on (B)(6) 2015. Please evaluate novasure controller unit. The endometrial ablation disposable device kit used for the initial procedure is not available for review as was a single use device and was discarded after initial surgery.